Event description:
Reporter indicated a vns therapy pt underwent generator replacement due to normal end of service. Once the new generator was connected to the existing lead, a system diagnostics yielded high lead impedance. The surgeon did not visualize any issues with the lead and troubleshooting did not resolve the issue. The surgeon elected to replace the lead. X-rays were not taken prior to the surgery and no pt manipulation of the device or trauma was reported. The explanted products were returned to the MFR and are pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.